Event description:
It was reported that during a laparoscopic tubal ligation procedure, it was reported by the rep that the surgeon noticed the outer gasket of the 5mm trocars was in the pt's abdomen. They got it out without opening the pt. The case was completed.